Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification info was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2013. Revision of optetrak knee components - reason not reported. This event occurred outside of the us, in (B)(6) and was discovered as part of active surveillance.